Event description:
It was reported that the patient was not able to adjust stimulation. It was noted that the stimulator went dead. It was noted that the patient saw the end of service (eos) screen when he was trying to sync on the morning of report. It was noted that the patient was in ¿so much pain.¿ it was reported that there was unknown battery depletion. It was noted that action was not taken but was planned. It was noted that the patient¿s stimulator was at end of service (eos). It was noted that the patient would be explanted and re-implanted at a later date. It was noted that the doctor was concerned about the battery¿s early depletion. It was noted that the patient¿s status at the time of report was alive with no injury. Additional information received reported that the explant and re-implant had not been scheduled yet. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).